Manufacturer narrative:
Investigation conclusion: in-house testing on retains of complaint lot t10777rn showed the product to be performing as expected. Retains of the complaint lot were tested in-house with a low level positive tni calibrator. The device lot yielded a percent recovery of 100%. Additionally, no results of <0.05ng/ml for tni were observed. The testing event illustrated that the complaint lot can accurately read low level tni samples. Customer returned the patients' sample for investigation. The patients' sample was tested with retains of complaint lot t10777rn. All results yielded tni <0.05ng/ml. The patient sample was sent out for analysis by a third party. Testing was executed on the beckman coulter platform. Elevated tni results were observed. Patient sample was tested on an additional platform, roche cobas. The sample yielded a tni result below the assays' level of detection, which is consistent with triage. The diagnosis for the patient was provided by the customer as "bilateral lower extremity edema, mild chf exacerbation". Patient was not diagnosed with myocardial infarction. The investigation performed on the returned sample does not indicate a triage product deficiency. Various tni assays are not standardized and therefore may have a difference in values depending on the assay used. Reviewed the batch record for lot t10777rn. Lot met all final release specifications, no issues with tni recovery observed. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
Customer stated a (B)(6) male presented to the ed on (B)(6) 2020 with leg swelling and blurred vision. Customer stated the patient was admitted. Customer stated patient had two draws: 1/1/20: triage <0.05ng/ml / istat 0.18ng/ml. 1/2/20: triage <0.05ng/ml / istat 0.21ng/ml / reference lab (possibly beckman coulter access analyzer) 145.7pg/ml hs tni. Patient had an EKG which resulted: a-fib with controlled ventricular response. Customer stated patient was treated on istat results. No invasive procedure done. No list of medication was provided but customer stated that before patients visit to ed, patient was taking torsemide then was changed to furosemide. Patients sample was separated to plasma and then frozen. Sample was transported to a sister site and tested. Triage <0.05ng/ml was received. Customer provided patients diagnosis as: bilateral lower extremity edema and mild chf exacerbation. Sites reference ranges: triage meter: <0.05-0.4ng/ml, istat 0.00-0.08 ng/ml, reference lab listed below. Males- 14.3-44.3pg/ml.